Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced three infusion set cannula kinked events on (B)(6) 2024. Event occurred after three hours of insertion. Insertion site was at abdomen. The set was in use for one day. Blood glucose levels were reported to be high during the event. Patient took correction injections via multiple daily injections, replaced infusion set and resumed insulin deliveries successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 2 of 3.